Manufacturer narrative:
The pump was received with a cracked case behind the pump near the battery tube compartment and a broken belt clip rails. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. The pump was monitored and no rewind anomaly (slower/louder rewind) noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The pump was monitored and no charge/battery lasts less than expected noted. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2024 to (B)(6) 2025. There was no data available to verify no delivery alarm/insulin flow blocked alarm on the event date of 16-dec-2024. There was no data available to verify if the customer experienced an unexpected power loss of less than 7 days or charge/battery lasts less than expected per the pump history records. There was no data available to verify unexpected pump error(s)/alarm(s) 1 week prior to the event date of 16-dec-2024 in the formatted history file. All buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. The pump was cut open to perform visual inspection and found no physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The j1 connector on pcba 1 was locked properly during visual inspection. Force sensor zero offset within specification (23.34 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. Cosmetic damage was confirmed at the back/belt clip rails of the pump during analysis. The pump passed all the required testing. Customer alleged for keypad anomaly, no delivery alarm/insulin flow blocked alarm and rewind anomaly (slower/louder rewind) were not confirmed. Customer alleged for charge/battery lasts less than expected was unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin flow blocked alarm, keypad/button unresponsive/button error, rewind anomaly, charge/battery lasts less than expected, broken on the back of the pump. The customer reported no adverse event. The event involved product(s) mmt-378a, mmt-332a, mmt-1884. Troubleshooting was initiated for the issues insulin flow block alarm, pump was dropped/bumped and/or pump has possible physical or cosmetic damage, short battery life or a low battery alarm, keypad anomaly/stuck button alarm. No harm requiring medical intervention was reported. It was unknown whether continued using the device or not. No product return is required for mmt-378a. No product return is required for mmt-332a. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.